Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. The indication for a cardiac catheterization was atherosclerotic heart disease with progressive angina with abnormal perfusion study. Access was obtained through the right femoral vein and cardiac outputs were performed by thermodilution technique. Then the right femoral artery was entered percutaneously. A stent was noted in the diagonal (dx) left anterior descending (lad) artery. A 90% stenosis was found in the dx artery proximal to the previously placed stent. An 80% stenosed lesion was found in the mid lad. The remainder of the lad had minimal lumenal irregularities. The mid circumflex (cx) artery had an 80% stenosed lesion. Injection of the right coronary artery (rca) showed a 90% stenosis in the distal to proximal rca. It was determined that intervention would be done. A taxus express2 2.5 x 16mm drug eluting stent was advanced to the lad lesion and the balloon was inflated to 18 atm's. Next a wire was directed down the dx artery where a taxus express2 2.5 x 12mm drug eluting stent was deployed to 18 atm's. A final angiogram was done showing the once 80% stenosed lad with no residual stenosis and the once 90% stenosed proximal dx with no residual stenosis. The sheath was removed and the site was closed with an angio-seal. The pt was taken to the recovery room in excellent condition with readily palpable right lower extremity pulses. The physician decided to intervene on the cx and rca at a later date. The pt received heparin and protamine during the procedure. It was reported that the pt was taking plavix prior to this procedure. Fifteen days later the pt was seen at the cardiologist's in follow-up. The pt had no complaints of chest pain and stated he felt somewhat better since the procedure. The plan for the pt was to continue his current medical regimen and a left heart cath in three weeks. Six days later the pt presented to an ER at a different facility with severe chest pains. It was determined the pt was suffering an acute myocardial infarction. The ER staff was unable to resuscitate the pt and the pt died. It was noted that the second procedure to treat the rca and cx had been postponed prior to this event at the pt's request.